Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a counterfeit top case and crack on the right plunger case, cracked bottom case in battery bay. During analysis, occlusion message was found when pressure increased, all the reading force sensor were within the requirement. It was noted that the pump operated as intended and no fault was found. Service performed preventive maintenance and all functional tests. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited constant occlusion. No adverse effects were reported.